Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient has not recharged her ipg in a year and is requesting an explant. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.